Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that when the doctor opened the aluminum foil packing, he found that the bypass tube (transparent protective cover) is apart from the anchor; so that it cannot be inserted in the sheath. It was reported that it was replaced with a new one for the doctor to complete the surgery. It was reported that patient condition was stable. It was reported that the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the codes and completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. One used 8 fr angio-seal vip device was received for product analysis. The device was retuned with the guidewire, guidewire holder, hemostatic sheath and arteriotomy locator. The returned components were subjected to visual analysis where a blood like substance was found on the returned unseal angioseal. The blood like substance was found from the device cap to the carrier tube assembly. The anchor was found exposed and orthogonal to the carrier tube assembly. The bypass tube was examined under microscopy for any damage that may have led to the dislodgement. No anomalies were found. Testing the by placing the bypass tube back over the anchor was completed indicating that the bypass tube was able to fit over the anchor. Some resistance was encountered when attempting to dislodge the bypass tube. The complaint could be confirmed for bypass tube dislodgement. However, there were no visual anomalies noted with the returned bypass tube. The polyfoil pouch was not returned therefore no conclusion could be drawn regarding what role the polyfoil pouch played in the bypass tube dislodgement or how user handling affected the bypass tube and carrier tube assembly. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.